Event description:
Voluntary medwatch report received noted that the right ventricular lead exhibited high threshold and small r-waves. The lead was reprogrammed. The patient was stable and asymptomatic.

Manufacturer narrative:
Voluntary medwatch report received: mw5155004.